Manufacturer narrative:
Device history records (DHR) review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend has been identified and CAPA was initiated and performed. Event summary: it is reported that the mechanism is broken. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: visual inspection of the mis double offset handle, left ((B)(4) lot: 12.740328) shows usual signs of usage, especially a lot of dents at the strike plate. The spring welding is broken and loosen. No other damages or deformations can be found on the returned instrument. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: it was found that the welding seam of the part which is holding the leaf spring in place fails occasionally due to insufficient strength. This is leading to the circumstance that the rasp is not fixed to the handle any more. The related drawings have been changed. Conclusion summary: the investigation of the complaint instruments showed that the size of the welding seam which is connecting the leaf spring in place varies in size in different lots. Sporadically the strength is not sufficient to withstand the occurring forces and the instruments are failing. The root cause of the issue was that the dimensions of the welding seam are not determined by the concerning drawings. As corrective action the design of the mis double offset rasp handle has been changed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a mis, rasp handle, double offset, left was used in a surgery on (B)(6) 2016. It was also reported that "the mechanism of the instrument is broken, surgeon charged the instrument during case".